Event description:
It was reported that a scratch was observed on an intraocular lens (iol) post insertion in the patient's right eye. The iol was removed and replaced with another lens of the same model number. The iol was discarded post removal. Account indicated that the incision was enlarged and sutures were placed. There was no other patient injury reported. The patient was stable post operation. No further information was provided.

Manufacturer narrative:
Implant date if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: during the file review, it was observed that the event date submitted in the initial report is 5/24/2022 instead of 5/25/2022 which is the correct date. Therefore, section b3 has been updated accordingly. Section b3: date of event: 5/25/2022. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.